Event description:
Device 1 of 2. Reference MFR. Report #: 1627487-2013-05895. It was reported, the patient's scs system was explanted and replaced with a competitor's scs system for an unknown reason. The date of explant is also unknown and the explanted product is not expected to be returned to sjm.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.